Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that during the revision procedure, an infection was observed when the pocket was opened. The device was explanted. Insulation damage was observed on the portion of the rv lead in the pocket. Attempts to explant the rv lead were not successful as the helix would not fully retract. The rv lead became adhered to the superior vena cava. When the surgeon attempted to remove the rv lead, it fractured. As a result, the distal portion of the rv lead remains in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6) 2017 after a 21 joule shock was attempted. A 31 joule shock was then attempted which resulted in a shock impedance measurement of ¿n/r¿. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
Device and lead replacement was recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with ventricular tachycardia (vt). The patient required external defibrillation. Upon interrogation, fault code 1004 (device delivered shock into a shorted lead condition) and fault code 1007 (charge timeout) were observed. Boston scientific technical services (ts) recommended replacing the device and right ventricular (rv) lead. It was indicated the patient was hospitalized due to heart failure. A system upgrade will be performed when the patient is ready. No additional adverse patient effects were reported.